Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the postoperative exam of a preloaded intraocular lens (iol), the data were not as expected. The implanted iol is an eyhance toric 2 simplicity with 14.0 diopters (d) and a cylinder of 2.25 d at 65 degrees. The current axis of the iol is at 15 degrees. Account indicated that the iol seems to be slightly upwards in the bag. Manual refraction is s+1.25 c-1.5 at 10 degrees, and autorefraction is s+1.25 c-3.75 at 2 degrees. Visual acuity without correction is -0.7, and with manual correction, it is 1.1. The patient complains of double lines/shadow on the visual chart. Surgically induced astigmatism (sia) is 0.3 at 100 degrees, with the incision located at 95 to 100 degrees. The patient is scheduled for a rotation intervention, and accurate marking and rotating to 65 degrees is being considered. No further details were provided.